Manufacturer narrative:
Review of the episodes recorded in the device memory showed that 1 treated arrhythmia episode was stored on (B)(6) 2024. On this episode, before delivery of atp, cycle length of 500ms was observed. This length was not sufficient for the ¿af discrimination related ¿long cycle gap¿ detection¿ (¿stability+/acceleration¿) discrimination algorithm to be correctly classified as a ¿long cycle¿ (given the ¿long cycle gap¿ parameter was programmed to 170ms) therefore, the algorithm, misclassified what was most probably a fast conducted (and relative stable) af as being ¿vt¿. Therefore, upon reaching the programmed ¿vt persistence¿ (inappropriate) therapy / atp was delivered. Based on the available information, the algorithm / ICD functioned according to specifications.

Event description:
Reportedly, hospital has reported inappropriate atp on af occurred on (B)(6) 2024, received on a remote followup on (B)(6) 2024.